Manufacturer narrative:
The affected device will not be returned for investigation to the manufacturer. Should additional information / investigation results become available, a supplemental report will be submitted. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "when the camera is moved while plugged in, the signal cuts out. Even if the movement is minor, the image still cuts out. Inconsistent." No negative impact in state of health reported.